Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. Customer spoke with technical support, received tips to prevent future altitude alarms, and successfully resumed insulin delivery using original cartridge.